Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that they were hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer's blood glucose reading was 700 mg/dl. Customer stated that she was in the hospital for two days and when she removed her infusion set she saw that the cannula was bent. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Product is not being returned or replaced.